Manufacturer narrative:
(B)(4).

Event description:
The lead was explanted due to twiddler's syndrome.

Manufacturer narrative:
(B)(6) 2015 - additional information was received. During the lead revision the patient was shocked even though the physician thought that therapy was disabled. The physician tried to reposition this lead but the helix would not retract. The physician thought that tissue had grown into and around the helix which made it unable to retract and ended up replacing this lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.